Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked display window, a cracked reservoir tube lip, scratched reservoir tube window, a cracked reservoir tube, cracked battery tube threads, a broken belt clip slot and a stained address and serial number label. Moisture damage was noted on the lcd board.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported that the insulin pump may have recently been exposed to moisture. Blood glucose level was 352 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).